Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3889-28, lot# v068008, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that a battery was being replaced due to normal battery depletion. During the replacement surgery the doctor noticed that there were high impedances on the lead, so the lead was replaced as well.